Manufacturer narrative:
X-ray review: post-op or intra-op x-rays for l5-s1 artificial disc replacement show retention of one of the temporary stability pins in the l5 vertebral body. But if the instrument fractures like this, it is difficult to remove the fragment in bone. Possible causes include bending the pin during insertion or locking it during removal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the pin was returned with ~16mm of the tip missing. A microscopic review of the fracture surface revealed a fairly steep angulation with a sheer lip at the end of the fracture. There did not appear to be any abnormalities at the crack initiation point that would have lead to this failure. The diameter of the shaft and hardness of the pin were checked and meet print specification. The previous observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, the pin broke in l5 during surgery. Fragments of the broken pin remain in the patient. The product came in contact with the patient. No other patient complications were reported.